Event description:
(B)(6) called in from (B)(6) to ask us to pick up patients equipment due to her receiving a report of the patient falling. She did not have many details other than the mattress was delivered sometime saturday and they reported that the patient fell to her this morning. Per (B)(6) as far as she knows the patient did not sustain any injuries and did not have to be seen by a ppysician. I asked if they wanted a replacement and she stated that at this time she was just being asked to have the equipment picked up. This patient was on an ra3000 which assets were r166091 and r504025. The mattress is still at the facility awaiting pick up in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).